Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electrosurgical generator esg-400 exhibited generator failure with error code e433 and permanent restart/temporary failure occurs. There were no reports of patient involvement.